Event description:
On june 1, 1998, technician reported an incident that occurred on may 29, 1998. The clinician staff alleges that during a pt treatment the machine removed too much fluid. The staff stated that about 2.5 hours into a 4 hour treatment the pt started complaining of nausea. The pt was given saline and the ultrafiltration goal was lowered. Three hours into the treatment the nausea continued and the ultrafiltration rate was set to zero. Pt vomited and was given additional saline. Pt left the clinic feeling better.